Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery where the ipg was explanted on unknown date due to unknown reason. No further information is known at this time.